Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and returned device analysis, the reported IFU deviation (mis-keying the device) was due to the user error of misaligning the longitudinal alignment markers of cds and steerable guide catheter (sgc). The reported clip movement in an unintended direction appears to be a result of the reported IFU deviation. It should also be noted that the mitraclip g4 clip delivery system and steerable guide catheter instruction for use instructs to ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ the cause of the reported difficult to remove (cds/sgc) is due to user technique (clip retraction technique). The cause of the reported gripper actuation issue cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructionsna.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a dilated left atrium. An xtw clip was inserted, however, while advancing towards the mitral valve, it was noticed the clip delivery system (cds) sleeve and steerable guide catheter (sgc) were not aligned with the blue markers. Thus, when applying m knob, the sleeve moved in the wrong direction, up instead of down. To resolve the issue, the physician decided to retract the cds into the sgc to realign with the blue markers. It was noted when retracting, the clip became trapped in the tip of the sgc. After correcting the alignment, the clip was re-inserted and while testing the grippers, one of the grippers would not lower. Troubleshooting was performed, but the issue was unable to be resolved. Therefore, the clip was removed and replaced. Two new clips were successfully implanted, reducing mr to a grade of 2. While outside the anatomy, the one gripper was observed to be raised and unable to lower. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.